Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-07046, related manufacturer reference number: 2017865-2021-07047, related manufacturer reference number: 2017865-2021-07048. It was reported that the patient had their implantable cardioverter defibrillator (ICD) and all leads explanted due to an infection. No additional information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.